Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message that did not clear. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned, platform was performed and found that the front enclosure and both head restraint wires on the top cover were damaged. From the condition of the platform, the damages appeared to have been, due to wear and tear. The reported user advisory (ua) 45 (not at "home" position after power-on/restart) was observed, upon power on of the platform, thus confirming the reported complaint. Further inspection identified, the cause to be the driveshaft being out of its home position. After re-positioning the driveshaft, the platform was evaluated and performed as intended, with no other user advisories or warnings observed. A review of the platform's archive data showed multiple user advisory 45 codes occurring on the reported event date. Based on the investigation, the parts identified for replacement were the front enclosure and the top cover, including head restraint wires. In summary, the reported complaint was confirmed upon functional testing as well as during platform archive review and attributed to the driveshaft being out of its home position. Following service, including re-positioning of the driveshaft and replacing the damaged parts, the platform passed all test criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/23/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.